Event description:
A malfunction alarm labeled malf 16 was reported for the pump, and there were no notable events leading up to the issue. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as a backup insulin therapy while tandem technical support arranged to replace the pump. The customer was instructed to put the pump into storage mode and return it using a pre-paid label within ten days.